Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. Additionally, since cracks in the coating of the internal battery cables were confirmed, the internal battery replaced preventively, but not considered related to the malfunction/issue.